Event description:
It was reported that a spectrum pump would not recognize a closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "not recognizing a closed door" through a door not fully latched alarm. Evaluation found the force required to close the door was higher than expected, and if not applied would cause the pump to alarm door not fully latched. The door hooks and latch pins were replaced to correct this condition.